Event description:
During coronary angiogram procedure abbott wire was inserted into patient's body and advanced into the lad (left anterior descending) artery. Advancement of the wire into the lad was difficult. When whisper wire was being removed from the body the tip broke off in the valve of 6fr sheath in left radial artery. Fractured tip was them removed.